Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "during removal, catheter fractured, and rn (registered nurse) held pressure distally to prevent catheter from migrating down radial artery. Vascular surgeon removed remaining piece of catheter. Right radial cutdown with removal of arterial line catheter. Under ultrasound guidance, retained catheter appreciated entering distal right radial artery lumen with portion exiting right radial artery but retained in soft tissue, no evidence of catheter exiting skin site. Under ultrasound guidance, the site of the retained catheter was marked. 1% lidocaine injected at planned incision site. Pressure held proximal and distal to the planned incision site. Using an 11 blade, 2cm vertical incision made along the previously marked site. Using blunt dissection techniques, dissection carried through the subcutaneous and soft tissue to the level of the right radial artery. Retained catheter visualized and removed in its entirety from right radial artery. Proximal and distal pressure released. 20 minutes of direct pressure held at catheter entry site. Good hemostasis appreciated. Wound and skin edges reapproximated with three 4-0 interrupted nylon sutures. Post procedure the patient was stable for discharge to ltac."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during removal, catheter fractured, and rn (registered nurse) held pressure distally to prevent catheter from migrating down radial artery. Vascular surgeon removed remaining piece of catheter. Right radial cutdown with removal of arterial line catheter. Under ultrasound guidance, retained catheter appreciated entering distal right radial artery lumen with portion exiting right radial artery but retained in soft tissue, no evidence of catheter exiting skin site. Under ultrasound guidance, the site of the retained catheter was marked. 1% lidocaine injected at planned incision site. Pressure held proximal and distal to the planned incision site. Using an 11 blade, 2cm vertical incision made along the previously marked site. Using blunt dissection techniques, dissection carried through the subcutaneous and soft tissue to the level of the right radial artery. Retained catheter visualized and removed in its entirety from right radial artery. Proximal and distal pressure released. 20 minutes of direct pressure held at catheter entry site. Good hemostasis appreciated. Wound and skin edges reapproximated with three 4-0 interrupted nylon sutures. Post procedure the patient was stable for discharge to ltac."